Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer¿s blood glucose was above 27 mmol/l. Customer¿s current blood glucose was 10 mmol/l. The customer did experienced the symptoms such tiredness due to high blood glucose event. Troubleshooting was done for high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer¿s blood glucose had lemonade and went to bed. Auto mode feature was unknown at the time of the event. The insulin pump will not be returned for analysis.